Event description:
It was reported that during use a shoulder joint glenoid labrum repair surgery, the 'osteoraptor' anchor broke. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use a shoulder joint glenoid labrum repair surgery, the 'osteoraptor' anchor broke. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Health effect - impact code was updated. H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A review of the customer provided image found labelling confirming the product identification information. The device has been deployed, but the anchor is not pictured. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the sutures and anchor was not received. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Per the compliant details, the site was cleared of debris and all the broken piece of the osteoraptor were removed with tweezers. According to the report, the surgery was completed with a non-significant delay with a s&n back device in the same bone hole. Since the status of the patient has been reported as good, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during use a shoulder joint glenoid labrum repair surgery, the 'osteoraptor' anchor broke. Prior insertion of the anchor the insertion site was cleared from all debris. The broken pieces were removed with tweezers. The procedure was completed with a non-significant surgical delay using a smith and nephew back up device in the same bone hole. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).